Event description:
It was reported that the device broke during the procedure. No pieces broke off in the joint.

Manufacturer narrative:
Alleged failure: at the time of fitting the screw, the key cited was damaged. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) excessive or insufficient force used, 2) screw inserted at an angle, 3) incorrect size of screw for tunnel/graft, 4) tap not used before insertion, or 4) driver not fully inserted into screw. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. No pieces broke off in the joint.